Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant, 350cc, catalog number 3503501bc, lot number 5604284 . Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female who underwent primary breast augmentation with gel mentor memorygel breast implant, 350cc devices on (B)(6) 2006 developed right breast baker grade iii capsular contracture. During capsulectomy procedure, the right implant ruptured. The implant was replaced with mentor gel device. The customer also reported that the patient had a left breast mammogram that was abnormal. She had a biopsy performed in (B)(6) 2018 which resulted in lobular carcinoma fibroangioma diagnosis. The entire mass was excised during biopsy. This patient had no previous breast cancer history. There was no issue reported with left side device and it was left implanted. This medwatch is for the right side device.

Manufacturer narrative:
On 03/29/2018, it was reported to mentor that the device history record (DHR) of lot number 5604284 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/24/18, it was reported to mentor that the device evaluation and investigation has been completed. Upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device. Gel was observed on the shell surface. Pe discovered a rent measuring approximately < 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No other anomalies were discovered. Complaint was confirmed for rupture. Mentor performs 100% inspection and testing of all devices prior to release. Regarding the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).